Event description:
It was reported that the device failed to power on while customer was attempting to use it for patient monitoring. Customer used another device and the reported event had no adverse effects on patient. There were no further details on the event and/or patient provided. The facility biomed evaluated the device and observed that it intermittently powered on ac source but failed to turn on battery completely.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported device failure to operate on battery. The reported intermittent failure to operate on ac power was neither verified nor duplicated. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported failure to operate on battery was two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb.